Event description:
Leakage from the catheter. The device has been moved from 3cm, so the device has been removed from the pt. Pain and intervention required to remove the device.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.